Event description:
Customer reported that she was hospitalized due to a bent cannula that caused her to have high blood glucose. Customer reported that her doctor put her on manual injections after having many issues with the insulin pump. Troubleshooting was performed. Customer current blood glucose level was 180 mg/dl. Blood glucose when hospitalized was 400 mg/dl, treated with IV drip. Customer's symptoms were nausea, vomiting, and large ketones also felt sluggish. Customer was advised to disconnect from the device. Drive support cap was normal. Crack noted on the device. Customer is not sure how the device received damage. Customer stated that she had reservoirs that were recalled, advised that the lot number she was not recalled. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.